Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information reported by a healthcare professional (hcp) regarding a patient receiving an unknown medication. The indication for use was unknown. On (B)(6) 2017 the returned pump printout indicated that the catheter had been revised twice. During the first revision, the old catheter was revised and the total length was 63.6 cm. During the second revision, the length was decreased by 13.5 cm and a sutureless connector was added. It was noted that the total catheter length was 57.7 cm. No patient symptoms were reported.